Event description:
The initial reporter stated they received discrepant results for six patient samples tested with elecsys troponin t hs on a cobas e 801 analytical unit. The first sample initially resulted in a troponin t value of 43.7 ng/l. The sample was repeated, but there was no result, only a data flag indicating there was a sample bubble. The sample was repeated twice on a second analyzer, resulting in values of 89.7 ng/l and 89.9 ng/l. The second sample initially resulted in a troponin t value of 79.1 ng/l on (B)(6) 2025 and it repeated as 98.8 ng/l on (B)(6) 2025. The third sample resulted in troponin t values of 10.2 ng/l and 14.2 ng/l on (b)(60 2025. The fourth sample resulted in troponin t values of 16.3 ng/l and 20.2 ng/l on (B)(6) 2025. The fifth sample resulted in troponin t values of 12.6 ng/l and 23.1 ng/l on (B)(6) 2025. The sixth sample resulted in troponin t values of 15 ng/l and 20.5 ng/l on (B)(6) 2025.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). No calibration influence was observed. Controls were within range prior to the event. There is no indication of a general reagent or analyzer issue. 228 sample related alarms were observed on the alarms trace provided for july and august. These are indicators of possible sample quality issues. The investigation is ongoing.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.